Event description:
New information received notes that the lead was explanted and replaced.

Event description:
It was reported that the patient presented for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy, between the distal and proximal coil. All electrical measurements were normal. Lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 19.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.